Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power supply board. The issue was resolved for the customer by the field tech, who completed the electrical connection between the power supply board and the cpu board and verified that the bed was operating per specification.